Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of diluent in well positions h3, h4, and h5 and did not give an error message. An ortho field svc engineer was dispatched and was unable to duplicate the problem. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-04171-08.